Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 29november2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to a grade of <1. The following day, echocardiograpy showed that implanted clip was stable of both leaflets, but mr had increased to a grade of 3. On 15january2025, an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.